Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. As the conditions of use could not be fully recreated (e.g. Patient vessel), the investigation is inconclusive for the reported advancement issues and failure to cross the target lesion. A visual inspection found a break in the catheter and balloon at the distal end of the balloon with the distal tip of the balloon missing. Therefore, the investigation is confirmed for the reported catheter and balloon break and confirmed for the identified catheter and balloon detachment. A visual inspection also found that the inflation hub was missing from the proximal end of the device. Therefore, the investigation is confirmed for the identified inflation hub detachment. One electronic photo was provided for review. The photo shows the ultraverse rx device in a clear package with a portion of the label visible referencing catalog number u4200220rx and lot number cmdu0361. Based on the photo review, no anomalies can be noted. Per the reported event details, the alleged catheter and balloon break likely led to the identified detachment of the distal end of the catheter and balloon. However, the definitive root cause for the reported failure to cross target lesion, reported catheter break and balloon break, identified balloon and catheter detachment, or identified inflation hub detachment could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left posterior tibial artery, the pta balloon allegedly had difficultly crossing the lesion. It was further reported that the device broke upon completion of the angioplasty procedure, segments of the balloon and catheter remained in the patient. Reportedly, a snare was used to remove the segment, however it was unsuccessful. After four hours, the detached segment was cut down and removed from the patient. The patient is reportedly stable.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation and a photo was provided, therefore the investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke upon completion of the angioplasty procedure, segments of the balloon and catheter remained in the patient. Reportedly, a snare was used to remove the segment, however it was unsuccessful. After four hours, the detached segment was cut down and removed from the patient. The patient status is unknown.